Manufacturer narrative:
On 1/28/2020, mentor received additional information regarding the suspected medical device. Additional information indicates that the device was actually a 525cc device overfilled to 550cc, and that the returned device was the correct implant. The catalog number of the device is unknown. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12/10/2019, the suspected medical device was returned for evaluation. A 525cc device was received instead of a 550cc device that was initially reported. The lot number of the complaint device was not provided, and the lot number for the returned device cannot be discerned. A supplemental report will be submitted if additional information is received in the future. On 12/23/2019, the investigation on the suspected medical device was completed. Investigation summary: during evaluation of the device, a crease was observed on the posterior aspect. Also, a tear was observed within the crease, measuring approximately 0.8 cm. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left-sided deflation. Concomitant medical products: 550cc mentor smooth round moderate plus profile (catalog #: 350-2550). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a 550cc mentor smooth round moderate plus profile and experienced postoperative left-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient had the implant explanted on (B)(6) 2019.